Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed..

Event description:
This is a non-us event. It originated in (B)(6) . Consumer stated the tampon fell apart when removing.